Event description:
It was reported to philips that the device's ready for use indicator had a red "x". There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be defective.

Event description:
It was reported to philips that the device's ready for use indicator had a red "x". There was no reported patient or user involvement and no adverse patient/user impact.